Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. The reported bioraptor knotless suture anchors, intended for use in treatment, will not be returned for evaluation. Without the reported product a thorough evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchors pulled out after insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: inadequate bone quality to allow proper placement of the suture anchor. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported bioraptor knotless suture anchors, intended for use in treatment, will not be returned for evaluation. Without the reported product a thorough evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchors pulled out after insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: inadequate bone quality to allow proper placement of the suture anchor. The instruction for use (IFU 10600479) was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time. (B)(6).

Event description:
It was reported that during a left shoulder arthroscopic stabilization, five bioraptor knotless anchors were used as per surgical technique, two of which failed. Soft bone not noted. Both anchors pulled out of tunnel when surgeon gave the sutures a slight pull to check for fixation. Used 2.9mm spade drill bit for the 1st, 2nd & third anchor, 2.7mm drill bit for the fourth & 5th anchor. Third & fourth anchor failed to implant. No significant delays reported, the procedure completed without any other issues. Another bone hole was necessary to complete the procedure. It is unknown if there was a back-up device available.